Event description:
It was reported they were unable to insert bent stylet (green handle). At lead implant on 2012-(B)(6), a physician changed a stylet to the bent one (green handle). It was difficult to insert into the lead. The physician opened a new lead and completed the operation. Date of explant: na. Status was noted as no health hazard. A manufacturer's representative checked the reported lead; it was twisted and it was suspected it made a stylet entrance narrowed. The manufacturer's representative fixed the twist and tried to insert the stylet. There was slight friction, but he was able to insert the stylet.